Event description:
Device 1 of 2 . Reference MFR. Report#: 3006705815-2019-01116. It was reported the patient has been receiving inadequate therapy due to high impedance. Reprogramming was unable to provide sufficient therapy. As a result, the patient will undergo surgical intervention on a later date.

Event description:
Device 1 of 4. Reference MFR. Report#: 3006705815-2019-01116, 1627487-2019-05505, & 1627487-2019-05624. The patient's anchor has been added to this event as a new device (device 4).

Manufacturer narrative:
No explant date. The original lead was re-positioned not explanted as previously reported.

Event description:
Reference MFR. Report#: 3006705815-2019-01116, 1627487-2019-05505, & 1627487-2019-05624.

Event description:
Device 1 of 3. Reference MFR. Report#: 3006705815-2019-01116 & 1627487-2019-05505. Further follow-up indicates the patient had surgical intervention on (B)(6) 2019, during which the one lead migrated and was re-positioned. Issue resolved and therapy has been restored. The patient's anchor has been added to this event as a new device (device 3).